Manufacturer narrative:
The devices associated to the complaint were not returned for analysis.the DHR analysis performed on the affected batch 5120026 did not reveal any anomalies that could be related to the issue reported on the complaint. A complaint search into the complaints database was performed, no other similar complaint was reported in association to batch number 5120026depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Dthis complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completedif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision surgery performed on (B)(6) 2014 by surgeon at (B)(6). This patient required a revision as the neck of the corail stem insitue had fractured.there is no reported event of trauma to cause this fracture.primary total hip replacement was performed by surgeon at (B)(6) on (B)(6) 2013. Dob (B)(6). No height noted but patient looked tall. The surgeon described the patient as being very fit and healthy. Occupation status is unknown.explants will be forwarded to (B)(6) staff. Pre-revision x-ray and photos of explanted prosthesis are available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).